Event description:
Event description guidant received information that due to lead dislodgement, this endurance ez lead has been removed from service. The lead has been replaced with another of the same model without issue.